Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient went to sleep with their stimulation on. When they woke up, they were in pain. The patient had to increase the stimulation to a level that would normally feel stronger to them. The patient could only feel stimulation slightly after increasing it. The patient has an appointment with a manufacturer representative on (B)(6) 2018. No further complications are anticipated.